Event description:
It was reported that pump displayed cartridge change error. Customer¿s blood glucose level was reported as 28 mmol/l during event, and customer gave correction injection using multiple daily injections. Customer was instructed by technical support to remove cartridge, inspect and clean pump components, and attempt reload, but cartridge could not be successfully loaded, so pump replacement was arranged. The customer planned to continue using current pump until replacement arrived.